Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure that the stent delivery system (sds) would not cross the lesion. Access was obtained via the femoral artery. The 70% stenosed, eccentric and de novo target lesion being treated was located in the moderately calcified and mildly tortuous proximal left anterior descending (lad) artery. A 2.0x15mm unspecified balloon catheter was advanced for pre-dilation. A 2.25x12mm promus element sds was then advanced to the lad and would not cross the lesion. The procedure was completed at this point. No patient complications were reported and the patient status is stable. However, the returned product analysis revealed shaft breaks. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination identified 2 breaks in the hypotube. The hypotube was broken 390mm proximal to the tip and 290mm distal to the catheter strain relief. The hypotube was kinked along it's entire length. The lumen and midshaft were kinked and damaged along their lengths. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. The tip, balloon and stent sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).